Event description:
It was reported that during an unspecified procedure, the stent prematurely deployed. The lesion location was not specified. A guide wire was advanced to the lesion without difficulty, and the wallstent-uni stent delivery system (sds) was advanced over the wire. Before the sds entered the patient, the stent prematurely deployed. "No manipulation of the delivery system had taken place and it was advanced over the wire in the same way as with all wallstent procedures previously." The sds was then withdrawn, and with the wire still in place, another of the same device was advanced to the lesion and placed successfully. No patient injuries or complications were reported.